Manufacturer narrative:
A field service engineer (fse) visited onsite and confirmed the reported problem. The fse confirmed that the loudspeaker was defective and replaced the speaker to resolve the issue. The device was operational after the repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported the intellivue x3 patient monitor displays a speaker malfunction inop error message and does not emit sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.